Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg failed to communicate with external devices. It was determined that the ipg had become inoperable. Surgical intervention was performed wherein the ipg was explanted and replaced, restoring therapy.